Event description:
It was reported that on (B)(6) 2022, while inserting a recon femoral nail, the tip of the threaded driving cap sheared off at the threaded portion of the driving cap inside of the insertion handle for the frn recon nail. The surgeon was able to continue inserting the nail using an additional driving cap by placing it in the hole in the insertion handle, however the 2nd driving cap could not engage in the insertion handle due to the broken piece of the threaded end being lodged within the hole where the threaded driving cap engages the insertion handle. Surgeon held the driving cap in place while inserting the nail with a mallet. Surgeon also hit the metal portion of the insertion handle to facilitate insertion of the nail. The nail was eventually seated appropriately within the femur and locking screws were inserted. No metal was lost within the patient. X-rays were taken at the end of the procedure to confirm this. It is unknown if there was a surgical delay. The procedure completed successfully. There were no reported patient consequences. This report is for a driving cap/threaded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.